Event description:
During a fassier-duval nail revision and removal the female driver cracked at the end. The implant was successfully removed by the surgeon. No adverse events, injuries or disability occurred to the patient due to the instrument breakage. No incident was reported by the user.

Manufacturer narrative:
The female driver broke during the removal of a female component. There are two possible instruments that can be used for the removal of a female component of the fassier-duval nail: the female driver and the female retriever. In this particular case, it is considered that the use of the female retriever would have been more adequate and would have prevented the breakage of the instrument. Instructions for the removal of the female component will be reviewed and modified in order to indicate when and how each of these instruments should be used during the removal procedure.